Event description:
It was reported that the needle failed to retract after the delivery device was connected to the generator. Manual retraction was used but unsuccessful. The device could not be used. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the needle failed to retract after the delivery device was connected to the generator. Manual retraction was used but unsuccessful. The device could not be used. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, the needle failure to retract at setup could not be confirmed. No other fault conditions were identified, as visual, mechanical and functional test passed. It can be concluded that the product operates as intended with no issues. A conclusion code of no problem detected was assigned to this investigation.